Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a manufacturer representative (rep) indicated that the ins was explanted on the day of the report.

Event description:
A patient reported via manufacturer representative that they had a connection problem with their remote. The manufacturer representative discovered that the patients implantable neurostimulator (ins) was in an overdischarge state and corrected the issue. Afterwards, they couldnt get stimulation on the lead even though all impedances were within normal range around 1k. These issues occurred on the date of this report. It was also reported that the patient experienced a fall and hit their mid back a few weeks prior to the date of this report. The manufacturer representative tried to reprogram the patients ins as well, but it didnt resolve the issue. The patients status at the time of this report is alive, no injury. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.